Event description:
It was reported that while the dentist was replacing a crown, the implant at tooth location #30 was wobbling. An internal evaluation showed a fracture of the implant, and the implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One imp, tsv,4.1mm, dual sel, ha ((B)(4)) was returned for investigation. Visual evaluation of the as returned product identified fracture around the collar. Additionally, there was bone tissue around the external threads. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot (63340230) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot number (63340230) for similar events (complaint category keywords: functional: fracture: implant) and no other complaint was identified. Functional testing could not be performed due to the nature of the device and event. Therefore, the reported events could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are long term parafunctional habits of patients (e.g. Severe bruxism and overloading). No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.